Manufacturer narrative:
(B)(4). Report source: - (B)(6). Customer has not indicated if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cut guide is disturbing in the proximal tibial resection. No patient consequences were reported as a result of this malfunction. No additional information is available at this time.

Manufacturer narrative:
After further review of additional information, this event is not reportable as the device caused interference, but it did not result in a serious injury.